Event description:
A medtronic rep reported the camera on the treon navigation system is beeping, and loses communication, when passive instruments are selected. Camera is working fine with active instruments. Troubleshooting first to test with another camera but w/o success. There was no pt present.

Manufacturer narrative:
No pt info provided as no pt was involved in this concern. Medtronic rep stated the tiu has been replaced and the system is fully functional. RMA issued.